Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm and had two bent cannulas. Customer states that the three infusion sets used, had gotten caught in serter when attempting to insert. Customer's blood glucose was over 500 mg/dl, which customer treated with manual injections. Customer was advised that infusion sets would be replaced as a courtesy. No further information provided.